Event description:
It was reported that the patient presented to the emergency department for a suspected cardiac resynchronization therapy pacemaker (crt-p) malfunction. The transmission report was reviewed and it was noted that the right ventricular (rv) lead exhibited undersensing noted on the ventricular electrogram (egm) and that left ventricular (lv) lead capture could not be confirmed due to the current egm. Further information noted that approximately eleven days prior to the emergency department visit, the patient experienced swelling and a septic infection was discovered. There was vegetation on all three leads attached to the crt-p device and both leads attached to a cardiac contractility modulation therapy device. Both device systems were explanted and replaced with a leadless pacemaker thirteen days after the onset of infection. Three days after the replacement procedure, the patient passed away due to complications from the septic infection.

Manufacturer narrative:
Continuation of d10: unknown ccm device, implanted: (B)(6) 2023; 5076-58 lead implanted: (B)(6) 2023; 5076-58 lead, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.